Manufacturer narrative:
(B)(4). Date sent: 3/5/2021. Medical records received and attached.

Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that patient underwent a laparoscopic sleeve gastrectomy and hiatal hernia repair where ¿the gastrectomy was performed using a green and then gold loaded endoscopic cutting stapler and hiking them up to the bougie taking care not to impinge on the lesser curve vessels after the first 2 firings seamguard was used. The hiatal hernia was then closed with a figure-of-eight ethibond suture from the left crus to the right crus anterior to the ge junction. An extra small wound protector was placed in the left upper quadrant incisiion. Surgical powder was applied over the entire staple line. Following the procedure, patient experienced abdominal pain and tachycardia and was immediately transferred to another hospital where she underwent an emergent laparoscopy with intra-abdominal hematoma evacuation and repair of the staple line bleeding the following day. The surgeon discovered the bleeding was coming from the lower one third of the gastric sleeve staple line. Multiple clips were placed as well as a 19 -french round drain.